Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving an morphine (1mg/ml at 0.1998mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient had a pump infusion adjustment at their healthcare provider's (hcp's) office on (B)(6) 2024. The patient called the office on (B)(6) 2024, and stated that their pump was alarming every 10 minutes. The patient said it sounded like a beep and not the two toned critical alarm. The pump reservoir volume was 17.8ml at (B)(6) 2024. The pump will be interrogated in office by the hcp on (B)(6) 2024. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. There were no actions or interventions taken at this time. It was unknown if the issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was unknown what the serial number/software version of the clinician programmer was. When asked what diagnostics/troubleshooting was performed, the hcp stated that the pump was not alarming upon interrogation of pump/logs. When asked what the cause of the pump alarming was, the hcp stated that the pump was not alarming. No actions/interventions were performed and it was stated that there was no evidence that it was ever alarming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.